Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2024. Corrected information: h6 (b18 - device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in (B)(6)2024 and suture was used. The needle broke during the suturing of a skin suture. No fragments were retained in the patient. There was no patient harm and no surgery delay. The surgery was completed with another product. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * lot number was reported to be 100877, however it was not recognized as a valid lot number. Could you please confirm the lot number. >mcp4960 lot.100b7 * did the needle piece fall into the patient? >yes, during skin closure but was found easily if yes, * was the needle piece(s) retrieved during the same procedure? >yes, during skin closure but was found easily * were x-rays taken to locate the needle piece(s)? >no * what measures were taken to retrieve the broken piece? > none * was there any additional tissue damage as a result of searching for the needle piece? >no attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please confirm the lot number. Lot was originally reported as 100877, then was reported as 100b7. Both of these are invalid lot numbers. Is the correct number 100b77? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.